Manufacturer narrative:
Product event summary: the distal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo.

Event description:
It was further reported that the lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Since (B)(6) 2016 6228 non-physiological senses recorded in the clinical data. Atrial oversensing was not observed in the electrograms. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2016 maximum atrial impedance measured greater than 34019 ohms up from a trend of 419 to 727 ohms. There are 4043295 open circuit paces and 6228 non-physiological senses with 152735 successful paces. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Since (B)(6) 2016 maximum atrial capture threshold measured greater than 2.5 volts.

Event description:
It was reported that the right atrial (ra) lead had a possible fracture. The lead had high impedance, high thresholds and no capture in the unipolar pacing configuration. The lead was inactivated and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.